Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you describe the surgeon initial technique with stratafix symmetric tab? Was there any anomaly or issue with the device/ fixation tab prior to use? What tissue was the stratafix symmetric suture used on? Was the stratafix symmetric used on the capsule? What was the condition of the tissue where suture was used (normal, diseased, weakened)? Was the fixation tab intact when the suture was placed in the patient? Was there any predisposing factor prior to the event (cough, fall, etc)? Was there extreme pressure on the knee during procedure, post op (therapy)? What is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? How much of the wound was open (in cm)? Can you describe the appearance of the suture during the second procedure? Was the suture found broken, can you identify where (termination, middle, end)? Do you have any photos or suture for evaluation? What are the patient weight and bmi? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6)2017 and suture was used to close the joint capsule. Approximately, one week post op the patient experienced a potential quadriceps tear and the doctor performed a repair to determine the cause. The doctor reported that the capsule dehisced and that it was not a quad tear. The doctor could not determine where the suture had broken but that it had and he suspects the suture was under a lot of strain as the patient was very large. It was unknown which type of suture was used for the second procedure. Additional information has been requested.